Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Result and assessment of the product technical complaint investigation received on 07-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and essure had shredded her fallopian tubes and punctured her uterus. Around 4 years after insertion, she had her reproductive organs removed. These events, interpreted respectively as fallopian tube injury and uterine perforation are serious due to their medical importance and listed in the reference safety information for essure. Considering the nature of these events and lack of alternative explanation, the causal relationship between these events and essure cannot be excluded. This case is regarded as incident since a device removal was required (implied). Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1684, awareness date 19-oct-2015 ). It refers to a (B)(6) female consumer in united states who had essure (fallopian tube occlusion insert) inserted in 2011 after the birth of her daughter. Consumer reported that she experienced excruciating pelvic pain that travelled into her legs, memory loss, bloating, nausea, severe weakness and fatigue. On (B)(6) 2015 she had her reproductive organs removed. Essure had shredded her fallopian tubes, punctured her uterus and caused her endometriosis company causality comment this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and essure had shredded her fallopian tubes and punctured her uterus. Around 4 years after insertion, she had her reproductive organs removed. These events, interpreted respectively as fallopian tube injury and uterine perforation are serious due to their medical importance and listed in the reference safety information for essure. Considering the nature of these events and lack of alternative explanation, the causal relationship between these events and essure cannot be excluded. This case is regarded as incident since a device removal was required (implied). A product technical complaint analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.